Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and passed.  A pairing test was performed with a known good transmitter and passed. Functional testing was performed and there was no failure detected related to the complaint. A review of the downloaded data log did not confirm the reported event of loss of connection. A bin file analysis was performed and errors were found. The probable cause of loss of connection could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Pt reported signal loss on receiver only.